Event description:
During follow-up, episodes of inappropriate detection of ventricular fibrillation (vf) inhibited by magnet reversion were observed on the device. An alert for over-current detection was observed. Abbott technical support was contacted and confirmed that the inappropriate detection of vf was caused by external interference during an unrelated procedure. A capacitor maintenance test was performed to confirm that high voltage therapy was available. The patient was stable and there were no adverse consequences.